Event description:
Per the audiologist, the patient reported a decrease in performance. The results of a CT scan (B) (6), 2009 indicate the device had migrated out of the cochlea.explant and reimplantation is planned, but had not taken place at the time of this report october 15, 2009.

Manufacturer narrative:
(B) (4). Implanted device remains.